Event description:
Lot no: unknown. Exp. Date: unknown. Complaint: false positive. Initial report date: (B)(6) 2022. Lot #: unknown. # of false positive result: about 5 cases. This case is 1st case of 5 cases. Time of false positive result occurrence: around (B)(6) 2021. All of the test results were confirmed by pcr testing afterwards on the same day. All of the tests were conducted with direct sampling from the patient.